Event description:
It was reported that this right ventricular (rv) lead perforation. In addition, the rv lead was placed into the upper septum with a stylet driven due to a new implant. A pacing failure was noted 2 days after. Computerized imaging was performed, and perforation was suspected to be into the epicardium. The patient was then transported in the cardiovascular surgery. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.